Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced diabetic ketoacidosis and blood glucose (bg) over 500 mg/dl. The customer went to the hospital where they were treated with fluids, manual injections, insulin drip, and pain medication. The customer was discharged on (B)(6) 2019 with no permanent damage. Customer alleged that the pump was not delivering insulin properly. Reportedly, the customer was new to the pump and had not completed pump training. Multiple follow up attempts were made to gather additional information, however, the customer did not respond to follow up attempts.